Event description:
Per the report received from germany, this was an independent pulmonic case with support of a crimp nurse. The patient had a stenosis of the homograft. Successful implantation of a stent as fixation for the 23mm sapien valve and to expand the stenosis to at least 18mm was done. The sapien valve was implanted in a too high position, the valve looked conic and was insufficient. The valve was post dilation several times without desired effect. Discussion to switch to open surgery or implant a second valve took place. A second valve was successfully implanted in a deeper position. The second valve was in a good position and with good outcome.

Manufacturer narrative:
Per the pulmonic implantation instructions for use (IFU) for the sapien valve, device malposition requiring intervention and valve regurgitation are potential adverse events associated with the transcatheter pulmonic valve replacement procedure. Inability to safely dilate the target location to 22-23mm is outside the recommended sapien valve sizing. The IFU instructs the operator to position the sapien completely within any previously placed stents, and notes that placing the bioprosthesis proximal to a stenosis can result in proximal movement of the bioprosthesis. For placement proximal to stenotic lesions, the operator is instructed to ensure that there is sufficient landing zone to allow for proximal movement of the bioprosthesis during deployment. The IFU also instructs the operator to not overinflate the deployment balloon to maintain proper valve leaflet coaptation. There are several patient and procedural factors that alone or in combination can cause or contribute to an inadequate post deployment position of the valve including: residual stenosis within the conduit, improper valve positioning by the operator prior to deployment, poor image intensifier angle, and balloon movement during deployment (e.g. Not retracting the retroflex3 catheter prior to balloon inflation). In this case, the exact cause for the reported event cannot be confirmed. It is possible patient and procedural factors [under deployed stent due to stenosis, improper pre-deployment positioning of the valve] caused or contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.